Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced bolus history anomaly. The customer's mother reported that the bolus history did not record the bolus they entered. The customer's blood glucose was 339 mg/dl at the time of incident. The customer's blood glucose was 189 mg/dl at the time of call. The customer's mother stated that the bolus did record in the bolus history during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with correct time and date. The insulin pump was monitored for two days, several bolus were programmed and delivered. The pump was downloaded to carelink, all bolus delivered during testing. During the time it was monitored were properly recorded and recorded at the daily total/bolus history screens. The carelink report shows all bolus delivered. No bolus anomaly or bolus history anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.